Event description:
Patient pulled foley catheter out and bulb ruptured. Nurse noted balloon deflated and questioned parts were missing. Patient bleeding from penis. Paatient was seen by urologist and takern to or for cystoscopy to see if parts of balloon were in bladder. No parts were found in bladder. Patient had hematuria post op for about 48 hoursdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.